Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a malfunction no delivery alert and they accidentally dropped insulin pump in water. No harm requiring medical intervention was reported. The device will not be returned for analysis.